Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. A photo of the involved device was provided, where the device is seen partially unfolded inside the iab pouch and on the tray. Further visual examination did not reveal physical damage of the device, pouch or tray. The visual evaluation of the provided photo did not confirm the reported problem. However, if the device becomes available for return, an updated evaluation will be provided. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was not inflating. The iab was removed and therapy was continued with a new iab. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A photo of the involved device was provided, where the device is seen partially unfolded inside the iab pouch and on the tray. Further visual examination did not reveal physical damage of the device, pouch or tray. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and two leaks were detected on the membrane approximately 25.7cm from the rear seal measuring 0.025cm and 0.05cm in length. The reported problem was most likely triggered by two leaks which were found on the membrane. The penetrations found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).